Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While servicing the device, it was discovered by philips authorized service personnel (asp) that the display screen was black. The asp replaced the display assembly but the problem remained. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
While servicing the device, it was discovered by philips authorized service personnel (asp) that the display screen was black. The asp replaced the display assembly but the problem remained. There was no patient involvement. The noted failure was identified during an onsite inspection of the device by philips authorized service personnel (asp). As a result of the issue, it was determined that the display assembly, processor pca, and power pca needed to be replaced. The reported allegation about the "black screen" was verified during lab tests. The power pca did not power on due to fuse f7 was open circuit. With the fuse replaced, the pca passed all tests during op check and performed as expected. Data generated by this investigation will be logged for trending analysis. Upon conclusion of the evaluation, the display assembly, processor pca, and power pca were all replaced and the device passed operational testing. As multiple parts were replaced, the cause of the reported issue could not be determined. The device remains at the customer site and no further evaluation is required at this time.